Event description:
According to the reporter, during a laparoscopic right hemicolectomy, while using the lf1837 the seals were not forming as well as the surgeon was used to. When the surgeon went to the open part of the procedure he used an lf4418 device and it too was not sealing well even on small bowel mesentery that was of normal appearance. The surgeon then took the ilex colic vessel and and the machine reached the end tone, but the surgeon buzzed it again and then moved it alongside this seal and completed another one. After cutting the vessel there was bleeding from the distal end so the surgeon had to suture it to stop the bleeding and that was when the gall bladder got nicked with the needle and so the surgeon had to remove it. There were no re-grasp alert or other error occurred, activation and end tone was heard but sealing was inadequate/partial, it looked like energy had been delivered at time of sealing, the seal seemed adequate but bleeds after cutting, the vessel was fully transected, and the bleeding observed directly from the ligasure seal but blood transfusion was not necessary. The device was only used twice before the incident so no cleaning was needed with a tissue bundle no thicker than what the surgeon would normally use with this device, no good seals was required before this one as only small tissue were taken, the generator had a software version 1.2. Another ligasure device used did not work successfully with the generator.

Manufacturer narrative:
D10 concomitant product: lf1837 - blunt tip sealer divider lf1837, lot# 32000382x lf4418 - open sealer lf4418 curved large jaw, lot# 31440321x vlls10gen - vlls10gen ls series vessel sealing gen, serial# (B)(6) is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, while using the lf1837 the seals were not forming as well as the surgeon was used to. When the surgeon went to the open part of the procedure then used two lf4418 device and both was not sealing well even on small bowel mesentery that was of normal appearance. The surgeon then took the ilex colic vessel and and the machine reached the end tone, but the surgeon buzzed it again and then moved it alongside this seal and completed another one. After cutting the vessel there was bleeding from the distal end so the surgeon had to suture it to stop the bleeding and that was when the gall bladder got nicked with the needle and so the surgeon had to remove it. There were no re-grasp alert or other error occurred, activation and end tone was heard but sealing was inadequate/partial, it looked like energy had been delivered at time of sealing, the seal seemed adequate but bleeds after cutting, the vessel was fully transected, and the bleeding observed directly from the ligasure seal but blood transfusion was not necessary. The devices were only used twice before the incident so no cleaning was needed with a tis sue bundle no thicker than what the surgeon would normally use with this device, no good seals was required before this one as only small tissue were taken, the generator had a software version 1.2..